Manufacturer narrative:
Follow-up #1 date of submission 05/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up, down, and ok keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was discovered during evaluation. There was no evidence of moisture ingress within the battery compartment and internal component compartment. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down and ok keypad buttons were intermittently unresponsive. It was reported a battery crack was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.